Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer¿s blood glucose (bg) level was 92 mg/dl. Reportedly, the occlusion issue was resolved after the customer placed the pump in a case. The customer declined further assistance from tandem technical support regarding the issue.